Event description:
The caller states that the seat is sagging and needs to be replaced.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.